Event description:
It was reported that the device was displaying a service indicator and had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported problem; however, the customer declined repair. The root cause of the reported failure cannot be determined.